Manufacturer narrative:
H6: investigation summary it was reported there were dull and clogged needles. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a set of packaging blister webs confirming the lot number. No other information could be obtained from the photo. As a sample was not returned, a thorough sample investigation could not be completed. A device history record review was completed for provided material number 305107, lot number 2087120. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defects. To date, there have been no other similar events reported for this lot. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed, and a probable root cause could not be determined.

Event description:
It was reported while using bd needle 30ga 1/2in, there was one instance of medication not being delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: I noticed the defect when using them and after using them and seeing that nothing was managed to inject lidocaine in this case. I use 1 needle per patient and in this case change the needle more than 3 times, hurting the patient, mainly children.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd needle 30ga 1/2in, there was one instance of medication not being delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: I noticed the defect when using them and after using them and seeing that nothing was managed to inject lidocaine in this case. I use 1 needle per patient and in this case change the needle more than 3 times, hurting the patient, mainly children.